Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 4.3 cm abdominal aortic aneurysm and a 4.6 cm left common iliac aneurysm. The abdominal aortic neck was 15 mm long, conical in shape as it measured 20 mm in diameter below the renal arteries and 24 mm in diameter at 15 mm below the renal arteries, had mild calcification and mild angulation, and no thrombus. It was reported that after the talent bifurcated stent graft was implanted, a proximal type I endoleak was evident. The physician tried to balloon the graft with a reliant balloon several times; however, the endoleak did not resolve. The physician then elected to implant a 28 mm aneurx graft proximally, which successfully resolved the endoleak. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Eval, results: (endoleak), (conical-shaped aortic neck). Conclusion: (conical-shaped aortic neck).